Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jul2020.

Event description:
It was reported that during set up the ventilator had an error code indicating machine and proximal pressure sensors failed. There was no patient involvement.

Manufacturer narrative:
G4: 05aug2020; b4: 18aug2020. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the central processing unit (cpu) board and the bootkit as it was damage rubber. The unit was checked overall, run in tested, cleaned, functionally tested, and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18nov2020 b4: (B)(6) 2020. H10: a cpu was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the u30 pin 12 was shorted to ground on the cpu board creating the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.